Manufacturer narrative:
(B)(4) date sent: 02/05/2021 d4: batch # u5ck7m h6: component code = others (g07) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device had no staples, the washer was cut, and the green checkmark lit up upon installation of the battery, indicating that the device was fired and achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colorectal procedure, laparoscopic sigmoid repair, cdh29p would not fire. All appeared to be ok but would not fire. No movement at all when triggered pressed. Another chd29p was opened and the battery was used in the existing stapler. Same result would not fire. A third chd29p was opened and used with the anvil of the of the original stapler, which stayed in place. I advised to be sure the anvil and trocar were completely connected and to make sure the orange band was not visible. Firing was successful. The procedure was successfully completed. There were no patient consequences reported.